Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro began overheating and smoking in the patient's leg. The harvester removed the device from the leg and noticed that the silicon coating/insulation on the jaw boots had cracked. No pieces fell into the patient. The hospital did not report any patient effects. A replacement kit was used to complete the procedure. The overheat/smoking will be considered the primary complaint and the silicon jaw boot cracked is secondary.

Manufacturer narrative:
Investigation results: the visual inspection showed that the hot and cold jaw boot insulations had been torn and melted. Based on the condition of the jaw boots, the reported failure "overheating and smoking in the leg" was confirmed. Resistance measurements were within specifications. The micro switch functioned properly when tested. The pre-cautery test results, using the returned dc extension cord and power supply, showed that steam was generated from the saline moistened gauze during several device activations. The device did not immediately activated during any point in pre-cautery testing. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).